Manufacturer narrative:
The customer¿s report that the device shut off during transport was confirmed. Visual inspection observed that the left iui connector on the pcu exhibited continuity related issues and was the original installed during manufacturing. It was over 13 years old. Also observed was wear on its pins and contamination and pin 3 was noted to be slightly out of normal alignment. During functional testing the pump modules lost power when the system was physically manipulated. The root cause for the reported issue is wear and contamination on left iui connector on the received pcu.

Event description:
The customer reported that the device shut off during transport. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the device shut off during transport was confirmed. Visual inspection observed that the left iui connector on the pcu exhibited continuity related issues and was the original installed during manufacturing. It was over 13 years old. Also observed was wear on its pins and contamination and pin 3 was noted to be slightly out of normal alignment. During functional testing the pump modules lost power when the system was physically manipulated. The root cause for the reported issue is wear and contamination on left iui connector on the received pcu.

Event description:
The customer reported that the device shut off during transport. There was no report of patient harm.